Manufacturer narrative:
Engineering analysis: unit was returned and inspected for damage. The drain was returned in original tray and polybag without csr wrap. The drain had body/cover damage in the lower right corner of the drain which is indicative that the damage was caused either by shipping or some type of impact seen at the user facility. A device history record review was performed and the drain lot was found to have met all specifications. Drains are 100% leak tested with an automated system and then inspected by each operator as it progress down the production line. The amount of damage to the drain would not have passed the manual and automated inspection processes on the production line. The instructions for use (IFU) states in the precaution section "do not use if package is damaged". Engineering summary/conclusion: the root cause appears to be that the damage was caused either by shipping or some type of impact seen at the user facility.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR: 1219977-2016-00106.

Event description:
Report stated that the drain had a crack on the bottom of the drain which leaked fluid once hooked up to the patient.